Event description:
Boston scientific received information that the patient with this atrial lead presented to the clinic after experiencing symptoms of palpitations and shortness of breath. A holter monitor revealed episodes of high rate pacing at the maximum tracking rate. Device interrogation revealed high out of range impedance measurements. In addition, stored episodes of atrial tachycardia response were noted. Isometrics were performed. Noise and similar high out of range impedance measurements were observed. It was thought there was a lead fracture or connection issue. A revision procedure will be performed in the near future. The device was reprogrammed to vvir pacing mode. No further patient symptoms were reported.

Event description:
Additional information was obtained. A revision procedure was performed. When the pocket was opened, no obvious header/connection issue was noted and no issues were encountered loosing the set screws. The atrial lead was disconnected and tested with the pacing system analyzer. Measurements obtained were within normal limits. A device was made to replace this lead. The lead was surgically abandoned and replaced. In addition, a decision was made to electively replace the device due to the length of implant. It could not be determined whether the increased impedance measurements were due to a connection issue or an atrial lead fracture.

Event description:
- -

Manufacturer narrative:
Should additional information become available, this event will be updated.

Manufacturer narrative:
As this lead was surgically abandoned, no return of product is intended. Therefore, boston scientific cannot confirm nor deny this reported clinical allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
- -